Event description:
Customer reported receiving a button error alarm on her insulin pump. Blood glucose level was 92 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time